Event description:
The manufacturer's representative reported the patient was hospitalized with seizures and unresponsiveness. The patient was intubated, the pump was interrogated and found to be in simple continuous mode at 2000mcg/ml. With a daily dose of 750mcg. The low reservoir alarm was set at 3ml with the reservoir volume at 3.4ml. The low battery alarm was enabled. A follow up report will be sent when additional information is received.

Event description:
Additional info from the hcp reports that on 9/18/2005, the pt experienced seizures that required "drug induced coma and intubation." The pt was treated with dilantin and ativan. An xray was done to check the catheter - the results were not reported. The pump was replaced on 9/29/2005. The pt reported to have recovered without sequela and remains on the dilantin.